Event description:
Through a repair order, we learnt that this therapy device had failed during use and was sent to the manufacturer. As the manufacturer, lmt tried to obtain further information about the incident, but despite repeated enquiries, we only received information about the failure during therapy at the patient's home. We have no further information regarding patient injury.